Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 28-jun-2018 with the following findings: during the investigation, a review of the black box showed multiple ¿cs128-0080¿ alarms on (B)(6) 2018. No evidence of a short battery life was observed in the pumps history. The battery compartment was found to be cracked. The returned battery cap was undamaged and able to fit. Evidence of moisture corrosion was observed on the display screen inside the pump, and in the battery canister. A leak test failed due to a battery compartment leak. The pump¿s ¿ez-prime¿ steps were performed correctly, and all current readings were above specification. The reported ¿short battery life¿ complaint was duplicated. The pump¿s cover was removed, and further moisture corrosion was found to the power printed circuit board and to the cgm module.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life with damage/moisture) issue. It was alleged the battery compartment was cracked with moisture behind the display. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.